Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided six (6) photos for analysis. The complaint of dilator tip damaged was able to be confirmed by the photos. The customer also returned two dilators and a guide wire for analysis. Signs of use were observed on the returned components. Additional information from the customer was not received regarding the additional dilator and guide wire. Visual analysis revealed one dilator tip was bent, stretched, and widened at the distal opening, while the other had no obvious defects or anomalies. The damaged dilator will be investigated. Microscopic examination confirmed the damage and revealed white stress marks around the damage. The dilator body length measured 100 mm, which is within the specification limits of 95.2-108 mm per dilator product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator inner diameter at the proximal end measured 1.55 mm, which is within the specification limits of 1.15-2.05 mm per dilator product drawing. A lab inventory 0.826 mm guide wire was threaded through the returned dilator and was able to advance through with little to no resistance. The instructions for use (IFU) provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was bent and widened. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage to the tip, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter was observed to be irregular in shape during cvc placement." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter was observed to be irregular in shape during cvc placement." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided six (6) photos for analysis. The complaint of dilator tip damaged was able to be confirmed by the photo. The photos show the distal tip of the dilator with damage consistent with undue force during insertion; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter was observed to be irregular in shape during cvc placement." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine."